Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. The initial evaluation, the user¿s report was not confirmed. However, as noted, after turning the device on, an alarm was generated and the light on the front panel turned off. This failure was caused by a malfunction of the main printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was producing an abnormal sound during an unspecified procedure. According to the initial reporter, the procedure was completed using the subject device without any patient harm. During the device evaluation, it was discovered that the after turning the device on, an alarm was generated and the light on the front panel turned off. This report is being submitted to capture the alarm and power failure noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced, and it was estimated that a malfunction occurred due to a main board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.